Event description:
It was reported that the patient experience a mechanical fall hitting right occipital region on the floor. Patient admitted after reporting episodes of dyspnea on arrival to the emergency room. Treated with lasix infusion and lasix dose increased to 40 mg daily. Upon admission for mechanical fall, subject found to have subtherapeutic inr. Patient was bridged with lovenox then given a once time dose of coumadin 4 mg. An extra dose of warfarin 3mg given after bridging with lovenox was completed. Left ventricular assist device (lvad) was interrogated and showed signs of pump pausing and logs were sent in house. Reported pump stop event was confirmed via a photo of the system monitor alarm. The picture captured a pump off alarm on (B)(6) 2019 at 05:33:19 and had corresponding low speed advisory alarms, log file data did not capture any data from the time of the event. Lasix was adjusted to 40mg daily. Patient reassessed a few days later and found acceptable to discharge home

Manufacturer narrative:
Section b5: additional information. Section d4, h4: correction. Section h6: additional information. Manufacturer¿s investigation conclusion: the reported pump stop event was confirmed via a photo of the system monitor alarm history screen that was provided by the account. The picture captured a pump off alarm on 04mar2019 at 05:33:19 and had corresponding low flow and low speed advisory alarms. A specific cause for these alarms cannot be conclusively determined through this evaluation as the log file data provided by the account did not capture any data from the time of the pump stop event. Heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and includes information regarding international normalized ratio. Heartmate 3 left ventricular assist system patient handbook section 5 - ¿alarms and troubleshooting¿ and heartmate 3 left ventricular assist system instructions for use section 7 - ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 left ventricular assist system patient handbook and heartmate 3 left ventricular assist system instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017 via s189304. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event was confirmed via a photo of the system monitor alarm history screen that was provided by the account. The picture captured a pump off alarm on (B)(6) 2019 at 05:33:19 and had corresponding low flow and low speed advisory alarms. The patient remembered the alarm and stated they were asymptomatic at the time of the event. Log file data provided by the account did not capture any data from the time of the event. A specific cause for these alarms cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas until they expired, reported under MFR # 2916596-2019-02284. The heartmate 3 patient handbook and heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. In addition, these documents caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a pump stoppage was observed. Patient was asymptomatic. No additional information was provided.